Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the right atrial lead was dislodged. It initially appeared dislodged when the electrogram was reviewed after interrogation, and then the dislodgement was confirmed on x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.